Event description:
Additional info was provided by the user facility. The haptic did not appear extremely crimped or bent at insertion and looked good during and at the end of the case. Pt recovery was slow.

Event description:
A surgeon reports replacement of an intraocular lens due to a broken haptic. Additional information has been requested.